Manufacturer narrative:
As reported, the patient underwent placement of a optease retrievable vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe). The patient was admitted to hospital with a right upper arm contusion. The indication for the filter placement was reported to be as prophylaxis for recurrent pe. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Of note, a follow up lower extremity venous doppler study was recommended to evaluate for residual deep vein thrombosis (dvt). The procedural report included a plan to remove the filter if the dvt resolved. Details regarding the completion of this testing was not provided. Approximately three years and three months point after the filter implantation, the patient underwent a computerized tomography (CT) scan to evaluation an unspecified injury of the inferior vena cava (ivc). This study revealed a filter located below the left renal vein. The filter was noted to be tilted anteriorly with the inferior aspect margin abutting the anterior wall of the ivc and all six struts extending beyond the lumen of the ivc by up to 4mm. The patient further reported having experienced anxiety, shortness of breath, internal discomfort and back, chest abdominal pain associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the patient had been admitted for a right upper arm contusion, and the filter was indicated for recurrent pulmonary emboli (pe). Using sterile barrier and standard angiographic technique, the right common femoral vein was accessed with a needle, and a sheath was inserted using a right femoral approach. An inferior venacavagram was then performed, demonstrating no intra-caval thrombus or variant caval anatomy. A cordis optease inferior vena cava (ivc) filter was successfully deployed within the inferior vena cava below the level of the renal veins. The patient tolerated the procedure well. Of note, a follow up lower extremity venous doppler study was recommended to evaluate for residual deep vein thrombosis (dvt). If the dvt resolved, an ivc cavogram and ivc removal procedure was to be scheduled. About three years and three months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The CT scan reported an ivc filter in place located below the left renal vein. The ivc filter is tilted anteriorly with the cephalad margin abutting the anterior wall of the ivc. All six (6) filter struts appear to extend beyond the lumen of the ivc by 2-4mm. Scattered aortoiliac atherosclerotic calcifications and non-obstructing renal calculi were also noted. According to the information received in the patient profile form (ppf), the patient reports tilting and perforation of filter struts outside the ivc, becoming aware of these events approximately three years and three months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. The patient has learned that the filter is tilted anteriorly with the cephalad margin abutting the anterior wall of the inferior vena cava (ivc). All six (6) struts extend beyond the lumen of the ivc by 2-4 millimeters. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Shortness of breath, chest, back and abdominal pain, and internal discomfort due not represent a device malfunction. Due to the nature of the complaint and the limited information provided the events could not be further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. The patient has learned that the filter is tilted anteriorly with the cephalad margin abutting the anterior wall of the inferior vena cava (ivc). All six (6) struts extend beyond the lumen of the ivc by 2-4 millimeters.